Event description:
During baxter's eval of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were reproduced while running a loaded set. Eval found the ultrasonic sensor to have low fluid numbers. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.